Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse tended to the skin irritation and the physician advised the patient to apply gauze under two of the electrodes. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.